Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device would intermittently lose power. The issue occurred during a patient use. However, the device use had no adverse effects. There were no further details on the event and/or the patient provided.